Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to information received, balloon burst inside patient. End user stated there was some pain and discomfort. End user stated she called and left a message for lpn - waiting on call back. Advised to seek immediate medical attention if necessary. End user stated entire foley including balloon were withdrawn from patient. She went to the emergency room due to discomfort and she checked out ok and the hospital staff installed a new foley.